Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 29mm sapien 3 valve in the aortic position, the commander delivery system balloon ruptured at the very end of inflation. The valve was fully deployed and no paravalvular leak (pvl) was present. No further post dilation was needed to secure the valve. The system was removed without issue and the patient transferred in stable condition. At last report, the patient was doing well. The patient¿s native annulus was 668mm2, the sinotubular junction was 29.5mm2, and the sinus of valsalva was 37.6mm2. The native annulus was moderately calcified, the native leaflets had bulky calcification, the lvot had mild calcification, and the stj had mild calcification. There was no additional inflation volume added to the balloon during valve deployment.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. During visual inspection, a longitudinal balloon burst was observed on the returned delivery system. A bend on the balloon shaft was observed, but was considered to be due to packaging. Imagery provided by the site shows the delivery system condition after the procedure where the atrion is filled with blood and the inflation balloon is burst. Additionally, cine of valve deployment further confirms the complaint as the balloon is shown to burst at the end of the deployment. During dimensional analysis, the balloon single wall thickness was measured along the balloon tear and met the specification. No relevant functional testing could be performed due to the condition of the returned device (burst balloon). The complaint for balloon- burst was confirmed, however no manufacturing non-conformities were found in the returned sample. No visual abnormalities were observed on the returned sample, and dimensional measurements met specification. Review of manufacturing mitigations supports that the delivery system had proper inspections in place to detect issues related to the reported event. A review of the IFU and training materials revealed no deficiencies. Available information suggests that the balloon burst was likely caused by patient factors (moderately calcified native annulus and bulky calcification on the native leaflets). Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.